Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the generator control board and isol ation standalone board replaced due to failure during annual planned maintenance (pm). No further issues noted. Machine ready use. B01,c0201,d02 codes are applicable. H3,h6: the isolation standalone board was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "generator control board stopped communicating properly." Visual inspections shows component r21 was electrically over stressed. B01,c0201,d02 codes are applicable. H3,h6: the generator control board was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "gen cntrl brd broken." Installed generator control board into test imaging system. System failed to boot, x-ray would not ready. Faulty generator control board. B01,c0201,d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot #: (B)(6) rev. D, ubd: , UDI#: ; product ID: bi71000225, serial/lot #: (B)(6) rev. R, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator control board broken and generator control board stopped communicating properly. No patient was present at the time of event.